Manufacturer narrative:
The referenced history of gastrointestinal bleeds were reported under medwatch MFR# 2916596-2015-01896, 2916596-2016-00380 and, 2916596-2017-00446. (B)(4). Approximate age of device - 3 years, 6 months. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient presented on (B)(6) 2017 with hematocrit (hct) of 19, and was transfused with 7 units of packed red blood cells during admission. It was noted that the patient has a history of multiple gi bleeds. The following day the patient received a colonoscopy and a clip was placed in the colon. At time of discharge hct was 31. Patient has been holding aspirin and warfarin for "months". No additional information was provided.

Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the reported event could not conclusively be established through this evaluation. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.